Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. The root cause was determined to be depleted batteries. A corrective and preventative action and field corrective action have been initiated.

Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.